Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 341 mg/dl, which was addressed with a correction bolus. The customer requested assistance changing the basal settings on the pump. Tandem technical support assisted the customer with the requested changes to the settings.